Manufacturer narrative:
Exemption number: e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). The following fields were updated per additional information received: age or date of birth, adverse event or product problem, event, relevant tests/laboratory data, other relevant history, and explant date. Device code(s): appropriate term/code not available (3191) was selected for the reported device perforation and device embedment. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, embedment, tilt, and stenosis. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported aneurysm is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to prevention of dvt (deep vein thrombosis) / pe (pulmonary embolism). Patient is alleging tilt, vena cava/ivc perforation, embedment, and stenosis. It was further alleged that there was an attempted percutaneous retrieval on (B)(6) 2017 and a percutaneous retrieval on (B)(6) 2017 which resulted from device failure. The patient reportedly expired on (B)(6) 2018 due to cardiopulmonary arrest and/or acute renal failure. Per a retrieval report (attempted) dated on (B)(6) 2017, "the apex/hook of the indwelling celect filter is embedded in the wall of the central left renal vein, precluding its removal using standard retrieval techniques, as described below." "Recent imaging has revealed the filter has a significant leftward tilt with the apex of the filter in the central left renal vein." "The apex/hook of the indwelling celect filter is embedded within the central, anterior aspect of the left renal vein. Despite several maneuvers [as described above], the apex of the filter could not be sufficiently dislodged from the vein wall, and therefore the filter could not be removed. The filter is unchanged in its appearance following attempted retrieval." Per a report from CT dated on (B)(6) 2017, "infrarenal ivc filter is noted with the following findings: strut penetration. Ivc filter is seen angulated approximately 50 degrees with the tip protruding out of the lumen into left renal vein (vs extreme embedment in wall) by approximately 2 cm. There are ten intact struts, multiple which also protrude through the ivc lumen and 2 of which abut the l4 vertebral body." "Malpositioned filter. Ivc filter with tip embedded (or extruded out of) in ivc wall/ left renal vein. Extraluminal struts." Per a retrieval report (successful) dated on (B)(6) 2017, "severely tilted celect ivc filter with tip embedded in the left renal vein with otherwise normal ivc, no clot in filter. The filter is intact. After removal, the cavogram demonstrates normal cava, with reflux into the right renal vein, but not the left renal vein. The filter was inspected and found to be removed in its entirety. Multiple attempts to advance a catheter into the left renal vein were unsuccessful, suggesting a high grade stenosis of the central left renal vein. Successful complex filter removal using jaws of life technique. Probable high grade stenosis of the central left renal vein."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.